Event description:
The customer reported that they were unable to perform or record the cine runs. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine hard drive and the cine bridge board were replaced. The system was tested and found to be working as intended and put back into service.